Event description:
It was reported that an unspecified number of relion® insulin syringes had misaligned scale markings. The following information was provided by the initial reporter: "consumer reported that the scale print is not correct, stated that the first line on some of the syringes are lower than the previous syringes that she used. Consumer also stated that some of the lines are crooked."

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 30-sep-2022. H.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Event description:
It was reported that an unspecified number of relion® insulin syringes had misaligned scale markings. The following information was provided by the initial reporter: "consumer reported that the scale print is not correct, stated that the first line on some of the syringes are lower than the previous syringes that she used. Consumer also stated that some of the lines are crooked."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.